Event description:
It was reported that after the doctor had inserted the intraocular lens (iol) into the patient's left optic, the haptics appeared to be distorted and bent. In trying to secure the iol in place, the doctor ruptured the capsule and had to perform an anterior vitrectomy. In addition while removing the lens the incision was enlarged. The lens was removed and replaced within the same procedure. No further information was provided.

Manufacturer narrative:
(B)(4) - incision enlargement; explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed surface residue adhering to both sides of the optic body compatible with handling, such as during the implant and explant process. The lens had one detached haptic and the other haptic attached to the lens was distorted. The detached haptic (loop) was not received. Based on the manufacturing record review and historical review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviations or non-conformances (ncr) related to the customer claim were generated. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.